Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of foreign material was unable to be identified. Additionally, no physical damage was confirmed at the place where the foreign material remained. There were no deviations from the instruction manual in the reprocessing steps at the material residue point. Therefore, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited whitish foreign material inside the air/water-tube, the jet-tube and the air/water-cylinder. There were no reports of patient involvement.